Manufacturer narrative:
Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "do not use on areas of insensitive skin" and consumer failed to perform that instruction. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
An attorney's office is filing a court summons notice under case reference number (B)(4) alleging that a heating pad was the cause of a burn to his client's lower abdominal area.

Manufacturer narrative:
Consumer has not returned the product.

Event description:
An attorney's office is filing a court summons notice under case reference number (B)(4) alleging that a heating pad was the cause of a burn to his client's lower abdominal area.